Manufacturer narrative:
(B)(4).

Event description:
The recipient reportedly experienced a skin flap infection at the implant site. The recipient was treated with antibiotics. The recipient has healed, however, the recipient was recommended non-use of the device for two weeks. The recipient continues to be monitored.

Manufacturer narrative:
The recipient is reportedly doing fine and has resumed use of the device.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The facility could not provide additional details regarding treatment. The recipient remains implanted. This is the final report.